Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed unacknowledged replace battery alarms followed by reboots. The battery compartment was undamaged and the cap was not returned with the pump. No evidence of moisture corrosion was found in the battery compartment. A test cap was used to power on the pump. The pump was able to power on and be exercised for 24 hours with no power loss or warnings. The pump cover was opened and no intermittent connection was observed. The current draws were found to be out of specifications. Unrelated to the complaint, evaluation revealed that the audio bolus button was detached. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.